Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic-assisted lobectomy, a device was used as a second firing during interlobar resection. The device was fully squeezed. The handle stopped firing in the middle of the staple line. The knife was pulled back, the jaw was opened and the device was released from the tissue normally. There was no impression of resection of hard tissue, and there was no abnormal sound. When the next reload was connected and resection was performed, it was used without problems. There was no patient injury.